Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the twist handle on the patella clamp broke. There was a delay of a few minutes to get a pliers to loosen the clamp. There were no adverse consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the twist handle on the patella clamp broke. Surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation. A fractured attune cementless patella clamp was submitted for evaluation. Upon evaluating the attune cementless patella clamp, deformation was observed on the male threaded rod. The threaded rod was sectioned using an allied high-tech high-speed saw for evaluation of the fracture surface under the keyence microscope and sem. The fractured threaded rod and t-handle were evaluated using sem. The fracture surface exhibited a combination of ductile and shear dimples, consistent with a ductile overload failure mechanism. Additionally, circumferential patterns on the fracture surface were observed, suggesting torsional loading likely caused by excessive twisting forces acting on the component. The observed deformation was observed to be in a clockwise direction, indicating that the fracture occurred during the tightening of the clamp. The failure was likely caused by torsional overload while securing the patella. The combination of observed fracture characteristics confirms that the component failed due to torsional overload. No evidence of material or manufacturing defects was found that could have contributed to the initiation or propagation of the fracture to failure. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received states that it broke into two pieces.